Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak is a potential adverse event per the corevalve IFU. Potential factors that can influence the presence paravalvular leak include valve positioning, patient anatomy (pre-existing conditions), calcification levels in the native vessel and compliance of the aorta and native vessels. No allegations were made against the valve, and there was no indication that a malfunction or misuse contributed to the reported event. Mild paravalvular leak (pvl) has minimal impact on the patient and is generally deemed an acceptable residual condition, however in this case, the physician felt that a balloon aortic valvuloplasty (bav) could improve the results. Shortly after the bav, an annulus rupture and tamponade were noted. It was reported that the evolutr valve was implanted into a mildly calcified annulus and tortuous anatomy; however, without additional information such as angiographic images to review as well as the balloon size used for the bav, medtronic is unable to conclusively determine the cause of the annular rupture. The evolutr IFU states that ¿in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." From the available information, there is no indication that the reported clinical observation was related to a failure or malfunction of the device, but instead, was related to the balloon aortic valvuloplasty (bav) performed with a non-medtronic product.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: the physician reported that the valve and the delivery catheter system (dcs) did not cause or contribute to the rupture. The patient is reported to be recovering well.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a mildly calcified and tortuous annulus, a transesophageal echocardiogram (tee) indicated mild paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed. The physician reported that the device had fully expanded, however thought that the result could be improved with a bav. Shortly after the balloon aortic valvuloplasty (bav), annular rupture and tamponade were noted. A pericardiocentesis was performed and 500 ml was drained. A non-medtronic transcatheter bioprosthetic valve was implanted valve-in-valve in an attempt to close the rupture, however this was not successful. Both valves were removed and a surgical valve was implanted. The bleeding was treated with fibrin glue. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.